Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms were noted. Analysis was unable to perform prime test and displacement test due to button anomaly. The insulin pump was received with cracked caseat display window corners and battery tube threads. The insulin pump also had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 184 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.